Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 249 mg/dl. The hospitalization was a result of a bent cannula. The blood glucose reading at the time of the event was 677 mg/dl. Customer was vomiting, sweating and increased heart rate. Diagnosed diabetic ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.